Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is not related to the device. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, capsular contracture, baker grade ii. Healthcare professional, later reported, capsular contracture, baker grade iii/IV. Healthcare professional, later reported, "grade iii, capsule on right side discovered, during explant surgery". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii. Healthcare professional later reported capsular contracture, baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted and replaced.